Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and determined that the impedance measurement was 125 ohms. Ts suggested to continue monitoring the rv lead and increasing the impedance alert to 150 ohms. No adverse patient effects were reported. This ICD remains in service.